Event description:
Customer reports a 2ml/hr infusor containing bupivacine hydrochloride filled to a total volume of 80ml overinfused the contents over approx. 18 hours. Customer reports no death or serious injury as a result of report.